Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac perforation, pericardial effusion that required pericardiocentesis. It was also reported that the right atrial (ra) lead exhibited high thresholds. The physician suspects that the ra lead caused the perforation, but it was unconfirmed. The ra and right ventricular (rv) leads were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.